Event description:
It was reported that on (B)(6) 2013, the catheter sheared during removal of the tuohy needle. A portion of the catheter was left in the pt. The pump was not implanted. There were no pt complications reported.

Manufacturer narrative:
Device not available for eval. The catheter has not been returned for investigation. If the catheter is received, an investigation will be performed and a supplemental report will be filed. (B)(4).